Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device did not recognize a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device has been sent to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device did not recognize a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Stryker further evaluated the customer's device and the digital pcb was determined to be the cause of the reported issue. The returned device was archived by stryker.